Event description:
The customer (hospital biomed) reported to physio-control that their device has a pin stuck inside the therapy connector assembly. The pin is likely broken off of either a hard paddles assembly or a therapy cable assembly. With a broken pin within the connector, the device could not connect a therapy cable or hard paddles assembly to be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The customer advised physio-control that they have decided not to repair this device due to the costs associated. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.